Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor over infused during patient infusion. The device was filled with 5 fluorouracil (5fu). The infusion was completed earlier than expected; at approximately 38 to 39 hours instead of 44 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.